Manufacturer narrative:
This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead channel, which led to pacing inhibition. No adverse patient effects were reported. This system remains in service.